Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tubes a molding defect was discovered. There was no patient or user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: phase: during use. Defect: the pipe is found to be deformed during use. Quantity: 2. Impact: no impact.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for lipout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, lipout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.